Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Little metal rod stuck to tongue [foreign body]. The oral-b toothbrush head came off and a little metal rod came off [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2016 that he/she was cleaning his teeth with an oral-b rechargeable toothbrush, version unknown and he/she felt something happening within his/her mouth, describing that it felt like a tooth had shattered and broken into pieces. He/she removed it from his/her mouth and found the head of the oral-b power oral care refills precision clean and a little metal rod stuck to his/her tongue. The brush head was from a package of 4. Product use had been discontinued as the consumer asserted that he/she had decided to return to using a manual toothbrush. The case outcome was recovered. No further information was provided. On (B)(6) 2016 received consumer's follow-up e-mail: the consumer reported that he/she changed the brush head on the 1st day of every month, and he/she had never dropped his/her toothbrush. The case outcome remained recovered. No further information was provided.